Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 14.7-15.0cm and 14.7-14.9cm from the distal tip, consistent with the lead friction to another device or patient anatomy. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.